Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our united arab emirates affiliate during a transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra resilia valve, during the procedure, the valve was deployed in the intended position. Post-dilation was performed after valve deployment using the same volume (double tap) after valve deployment central aortic regurgitation was observed. It was then decided to do a valve in valve using a 26mm sapien ultra resilia valve. This was placed successfully inside the first valve. The patient is in stable condition.